Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Notification light did not stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.